Manufacturer narrative:
UDI: (B)(4). The valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A post-market clinical program reported subdural hematoma after valve implantation. The patient received a hakim programmable valve with siphon guard for a ventriculoperitoneal shunt procedure on (B)(6) 2018. On (B)(6) 2018, the patient went to the hospital for a follow-up visit and a subdural hematoma was found at the right top of the frontotemporal area. On (B)(6) 2018 a subdural trepanation and drainage of a 100ml hematoma was done. The patient was discharged from the hospital on (B)(6) 2018. During a follow up CT examination on (B)(6) 2018 the patient was noted to have a right frontotemporal subdural hematoma again. Trepanation and drainage was done on (B)(6) 2018. Reexamination showed that the evacuation of the hematoma was satisfactory.